Event description:
Gentleman had a sharp pain in his hip after walking or jogging lightly on a treadmill. He was brought into the emergency room because he was having a lot of pain and could not get back up and walk on it. Patient does not recall any specific trauma other than being active on his treadmill when he first started to have pain.